Event description:
The tip of the blade from the harmonic scalpel that has a white plastic covering the blade melted and came off while the doctor was using it inside the patient. The doctor was able to recover the white plastic that came off the device and sequestered the harmonic and the little plastic piece.